Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during a procedure to explant the drg system in (B)(6) 2021 (related manufacturer reference number: 1627487-2021-15454, 1627487-2021-15455, 1627487-2021-15456, & 1627487-2021-15457), one of the leads fractured and remains partially implanted. As a result, surgical intervention may be undertaken in the future to resolve the issue.